Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for chronic low back pain. It was reported that the patient¿s device was at end of service (eos) and therefore the device was off/disabled and no longer providing therapy. They reported that the ins went into eos ¿about a week and a half ago¿ (B)(6) 2017). The patient stated that they were supposed to have gotten a replacement implant about a month ago, but the doctor said there was a delay in shipment due to the issue in (B)(4) . The patient stated that since the implant was no longer working they were in pain and went to the doctor last week and had an injection, but it didn¿t work because the sciatic nerve was pulling really bad. The patient indicated that the pain started yesterday (B)(6) 2018). The patient stated that their doctor ¿had been calling someone to see if they could get another recharger to start them up again¿. It was reviewed that since the patient was in eos mode, the recharger wasn¿t going to be able to bypass this, and a replacement ins would be needed. There was no allegation/dissatisfaction with the ins longevity. It was advised that the patient have their healthcare provider (hcp) call the manufacturer to find out the status of ordering a new ins. No further complications were reported/anticipated.